Event description:
I have a couple of the balseals on the attune inserts that I had to remove. Yesterday one came off during the trail reduction. The ones I took off are actually squashed and broken on the one side. I removed from the bigger rp sizes and put them on the 4 and 5 inserts to carry on with my cases today.

Manufacturer narrative:
Examination of the returned device confirms the reported event of damaged and or missing balseals. A complaint database search on the provided product code family identified similar complaints. This type of damage to the balseals is consistent with using a device in a prying motion to disassemble the mating instruments after trialing. Although a definitive root cause is unknown, the root cause is suspected misuse. Based on suspected misuse as the root cause, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
It has been determined that this issue was reported as MDR-yes in error. Accordingly, we are rejecting this report.